Manufacturer narrative:
The field service representative could not find a cause but suspected a clot in a sample. The customer cleaned the ion selective electrodes (ise), and ran calibration and quality controls. All passed. The ise tests ran without issue for several weeks. Calibration and quality controls were acceptable prior to the event. The day before the event, several calibrations were flagged by the analyzer. Additional information was requested but was not available. The investigation was unable to determine a root cause with the information provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of sixteen questionable ise indirect na, k, ci for gen.2 sodium results on the cobas c501 analyzer. Of the sixteen results, nine were discrepant and reported outside the laboratory. Calibration and quality controls were acceptable prior to the event. A physician called and questioned the sodium results as being too high. The customer repeated the tests on the same analyzer and corrected the results. Refer to the data attachment to this MDR for the results. The patients were not adversely affected. The lot number and expiration date of the sodium electrode were not provided.